Event description:
Information was received from a healthcare professional via a company representative in regard to a patient receiving baclofen via an implantable infusion pump. The indication for use (IFU) was listed as intractable spasticity. A volume discrepancy was reported, underinfusion was alleged. A healthcare professional reported that there was too much drug in the pump and that it stopped. There were no other details provided. A revision surgery was scheduled for (B)(6) 2016. No patient symptoms reported. The event date was asked, but unknown.

Event description:
It was reported on (B)(6) 2016 that the original pump was replaced with a new pump and that the representative had no new information at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.